Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device was filled with 3744mg of fluorouracil diluted in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured from may 13, 2019 - may 14, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed leak inside the bag that contained the device. The reported condition was verified. Due to the nature of sample, no additional testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.